Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and possible residual tissue in helix. Set screw mark noted on the terminal pin. Cuts in the insulation noted along with deformed conductor coils approx. 145-147mm from the terminal pin, likely from some type of tool. Blood/body fluid noted in the lumen. Analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of perforation. The tip and helix are intact and appear undamaged.

Event description:
Boston scientific received information that this right ventricular (rv) lead perforated the patient's heart wall. It was confirmed via computed tomography scan. The rv lead was explanted. No additional adverse patient effects were reported.